Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to fast-draining battery. As a result, customer experienced hypoglycemia and a loss of consciousness that resulted in a fall. Customer was unable to self-treat and required health care provider treatment of an unspecified IV medication for a diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72112-01 which has a similar product distributed in the u.s., model number 71953-01. N/a was selected for g4 - PMA/510(k) # as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to fast-draining battery. As a result, customer experienced hypoglycemia and a loss of consciousness that resulted in a fall. Customer was unable to self-treat and required health care provider treatment of an unspecified IV medication for a diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.